Event description:
Follow up identified the "replace generator..." Message was reset and the patient's scs ipg showed a year and a half left of service. No further interventions are planned or necessary at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs patient controller was displaying a "replace generator soon" message. Technical services determined the longevity to be 24 months of life with the most commonly used settings. The patient has been implanted for less than year. The patient was going to consult with her physician and determine the next course of action.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.